Event description:
A consumer reported her vision is cloudy, her eye waters a lot and "she can not see" following intraocular lens (iol) implant surgery. Additional information was requested from the consumer; however, the consumer did not provide surgeon contact information. Therefore, no follow-up could be done.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be identified by the investigation. Additional information was requested on 09/26/2011, 10/03/2011 and 10/10/2011 by phone. Surgeon contact information was not provided by the consumer. (B)(4).